Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise which was being interpreted as ventricular fibrillation. No device intervention was performed. No further information regarding patient condition but the patient will continue to be monitored.